Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4 expiration date, g2, h4, h6 type of investigation corrected information: d4 lot number

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information: d4 catalog, d4 lot, g1. Corrected information: d1. Additional information was requested, and the following was obtained: my distress regarding this incident, which resulted from the abnormal unthreading of the suture needle while I was applying only light traction." Product reference: (B)(4). Lot number: uebbdzad. No device available for expertise. Please update the account name to: (B)(4).

Event description:
It was reported that a surgeon performed a gastropexy. On a large canine on (B)(6) 2026 and suture was used on the subcutaneous layer. While the surgeon was operating on the canine, the needle pulled off and reached the surgeon's eye. The surgeon had to be operated in the ophthalmology operating room. The cornea, lens, and retina were affected. The doctor required further surgery on the day the incident was reported. The ophthalmic surgeons are not able to comment at this time on the long-term implications for the doctor's vision. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the gastropexy on the dog? (Open, laparoscopic or other)? What was the tissue condition of the dog (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where on the needle was it grasped during use? Was the needle attached to a needle grasper at the time of the incident? Was the surgeon wearing eye protection at the time of the event? Please provide more details on how the needle reached the surgeon¿s eye. Please provide more details on the effects on the surgeon¿s cornea, lens, and retina. Please describe any medical/surgical intervention required for the surgeon for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number?